Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. However, the service rep noticed miscellaneous supply items blocking airflow of the dicom box causing it to overheat. It was suspected that overheating of dicom box may have contributed to the issue. The supplies were removed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.